Event description:
The physician reported that the subject lead was replaced on (B)(6) 2008 due to a pacing impedance measurement of greater than 3000 ohms. The lead was not returned to the manufacturer for analysis.

Event description:
The physician reported that the subject lead was replaced on (B)(6) 2008 due to a pacing impedance measurement of greater than 3000 ohms. The lead was not returned to the manufacturer for analysis.